Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the ejection pin in the plunger clamp of the reported problem area of the pipetter assembly was stuck. The plunger clamp was replaced. The instrument was inspected, tested without further problem, and returned to service.